Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warning for possible high threshold on the left ventricular (lv) lead. Interrogation revealed no capture in all vectors and the lead had dislodged. The lead was revised and remains in use. It was also noted there was intermittent atrial undersensing during atrial tachycardia/atrial fibrillation (at/af). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.